Event description:
During troubleshooting of a check heater line that appeared on the homechoice (hc) display during fill 1 the night before, the home patient (hp) revealed that she had tried changing the cassette and did not change the bag. The technical service representative (tsr) advised the hp to setup again that night with new cassette and new bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This report was confirmed, however, a cause as to why the patient didn't follow proper steps could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.